Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient passed out while the cgm was displaying 152 mg/dl. Prior to passing out, the patient did not experience any symptoms but they reported that they were able to check a bg reading and it was 69 mg/dl. There was no information why they checked a bg to compare to the cgm if they were not experiencing symptoms. At the time of the report, the patient was doing okay and declined to provide further information about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.